Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that after an install, they found "that many nurse stations did not have speakers connected, no audible alarms." The device was in use on a patient. There was no report of patient or user harm.